Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered pain, infections, pain during sexual intercourse, urinary incontinence and bleeding.